Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fault 5" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The customer's report was not replicated or confirmed. The analog board was put through extensive testing without duplicating the report. The board was scrapped and a replacement analog board was sent to the customer. No trend is associated with reports of this type.